Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator noted the effluent was pink. Treatment was discontinued without completing rinseback, resulting in an estimated blood loss of 95cc. No patient symptoms were reported and no medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The user's guide states to check the waste fluid for the presence of blood, if pink tinged terminate treatment and rinseback blood. Facility staff instructed the operator to discontinue rinseback per facility protocol. The disposable cartridge was not available for evaluation. The reported event cannot be confirmed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.